Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) yesterday and received an inappropriate shock. The episode appeared consistent with known examples of air bubbles at the sense electrodes. Since this device was programmed to secondary, the electrode would use sense a. Boston scientific technical services (ts) discussed options to program primary and test sensing, or wait 2 weeks and try secondary again. Or get an x-ray closeup of sense a to visualize the possible air. The decision was made to reprogram the device to primary vector. No adverse patient effects were reported.